Event description:
It was reported that the bag clamp did not clamp tubing tight enough so fluid from spike dripped onto the power cable and entered the power entry module of the fms. A burst of flame (electrical flash) was produced and immediately self-extinguished.

Manufacturer narrative:
This incident was caused by the clamps being not completely closed while the user thought they were. We examined the implicated unit upon receipt and found that the power entry was damaged. No other components were involved and/or damaged. The unit turned on and infused in the battery mode without problems. Once the power entry was replaced, the unit performed in accordance to our specifications.